Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system had low flow" (restricted flowrate). The customer reported the system had low flow. The system was rebooted during cases and the system would work fine after the reboot. There was a slight delay in surgery. The company sales rep was on site the following day and could not duplicate the problem reported. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specs. A review of complaints for the last 24 months did indicate one add'l, unrelated report for this system. (B)(4).